Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure (batch no. 5838287-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hospitalization nos. Previously administered products included for contraception: mirena iud from (B)(6) 2013 to (B)(6) 2014 and kariva from 2009 to 2012. Concurrent conditions included irritable bowel syndrome. Concomitant products included fish oil, fluconazole (diflucan), magnesium citrate, marvelon (kariva), multivitamins, plain (multi-vitamin), oral contraceptive nos and vitamin-b-komplex standard (vitamin b complex). On an unknown date, the patient started ultram at an unspecified dose and frequency. On an unknown date, the patient started valium at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 5 months 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), nausea ("nausea"), headache ("headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse, eventually leading to the inability to have intercourse"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe, intermittent abdominal cramping/ severe lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), abdominal distension ("abdominal bloating"), breast inflammation ("breast inflammation"), malaise ("general malaise"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), loss of libido ("loss of libido"), insomnia ("insomnia"), constipation ("constipation"), breast pain ("mastalgia"), dizziness ("severe dizziness"), memory impairment ("forgetfulness"), depression ("depression"), weight increased ("weight gain"), urinary incontinence ("urinary incontinence"), irritability ("irritability"), abdominal pain ("abdominal pain") and hormone level abnormal ("hormonal chnges"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, arthralgia and abdominal pain was resolving and the genital haemorrhage, uterine haemorrhage, dysmenorrhoea, abdominal pain lower, uterine pain, menorrhagia, abdominal distension, breast inflammation, malaise, hyperhidrosis, hot flush, night sweats, mood swings, loss of libido, insomnia, constipation, breast pain, dizziness, memory impairment, nausea, headache, vaginal discharge, dyspareunia, depression, fatigue, weight increased, urinary incontinence, irritability, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, bladder disorder, breast inflammation, breast pain, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, hyperhidrosis, insomnia, irritability, loss of libido, malaise, memory impairment, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, urinary incontinence, urinary tract disorder, uterine haemorrhage, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervisx, uterus and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-oct-2018: update of information (batch is not valid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena iud from 2-aug-2013 to 20-jun-2014 and kariva from 2009 to 2012. Concomitant products included fish oil, marvelon (kariva), multivitamins, plain (multi-vitamin) and vitamin-b-komplex standard (vitamin b complex). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 5 months 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), nausea ("nausea"), headache ("headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse, eventually leading to the inability to have intercourse"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe, intermittent abdominal cramping/ severe lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), abdominal distension ("abdominal bloating"), breast inflammation ("breast inflammation"), malaise ("general malaise"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), loss of libido ("loss of libido"), insomnia ("insomnia"), constipation ("constipation"), breast pain ("mastalgia"), dizziness ("severe dizziness"), memory impairment ("forgetfulness"), depression ("depression"), weight increased ("weight gain"), urinary incontinence ("urinary incontinence"), irritability ("irritability"), abdominal pain ("abdominal pain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, abdominal distension, breast inflammation, malaise, hyperhidrosis, hot flush, night sweats, mood swings, loss of libido, insomnia, constipation, breast pain, dizziness, memory impairment, nausea, headache, vaginal discharge, dyspareunia, depression, fatigue, weight increased, urinary incontinence, irritability, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, abdominal pain and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, bladder disorder, breast inflammation, breast pain, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, hyperhidrosis, insomnia, irritability, loss of libido, malaise, memory impairment, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, urinary incontinence, urinary tract disorder, uterine haemorrhage, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs was & medical record receibved. Events irritability, genital bleeding, vaginal bleeding, bladder disorder, urinary tract disorder, abdominal pain, uterine bleeding and hormonal changes are added. Lab data updated. Concomitant & historical condition & drugs are added. Product, patient & reporter information updated. On 1-mar-2018: medical record received. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure (batch no. 5838287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hospitalization. Previously administered products included for contraception: mirena iud from (B)(6) 2013 to (B)(6) 2014 and kariva from 2009 to 2012. Concurrent conditions included irritable bowel syndrome. Concomitant products included fish oil, fluconazole (diflucan), magnesium citrate, marvelon (kariva), multivitamins, plain (multi-vitamin), oral contraceptive nos and vitamin-b-komplex standard (vitamin b complex). On an unknown date, the patient started ultram at an unspecified dose and frequency. On an unknown date, the patient started valium at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 5 months 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), nausea ("nausea"), headache ("headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse, eventually leading to the inability to have intercourse"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe, intermittent abdominal cramping/ severe lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), abdominal distension ("abdominal bloating"), breast inflammation ("breast inflammation"), malaise ("general malaise"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), loss of libido ("loss of libido"), insomnia ("insomnia"), constipation ("constipation"), breast pain ("mastalgia"), dizziness ("severe dizziness"), memory impairment ("forgetfulness"), depression ("depression"), weight increased ("weight gain"), urinary incontinence ("urinary incontinence"), irritability ("irritability"), abdominal pain ("abdominal pain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, arthralgia and abdominal pain was resolving and the genital haemorrhage, uterine haemorrhage, dysmenorrhoea, abdominal pain lower, uterine pain, menorrhagia, abdominal distension, breast inflammation, malaise, hyperhidrosis, hot flush, night sweats, mood swings, loss of libido, insomnia, constipation, breast pain, dizziness, memory impairment, nausea, headache, vaginal discharge, dyspareunia, depression, fatigue, weight increased, urinary incontinence, irritability, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, bladder disorder, breast inflammation, breast pain, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, hyperhidrosis, insomnia, irritability, loss of libido, malaise, memory impairment, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, urinary incontinence, urinary tract disorder, uterine haemorrhage, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervisx, uterus and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received, lot number added, events outcome updated, concomitant drug and condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, even when not menstruating'), genital haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and uterine haemorrhage ('abnormal uterine bleeding') in a 31-year-old female patient who had essure (batch no. 5838287-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ultram and valium. The patient's medical history included hospitalization nos. Previously administered products included for contraception: mirena iud from (B)(6) 2013 to (B)(6) 2014 and kariva from 2009 to 2012. Concurrent conditions included irritable bowel syndrome. Concomitant products included desogestrel;ethinylestradiol (kariva), fish oil, fluconazole (diflucan), magnesium citrate, oral contraceptive nos, vitamin b complex and vitamins nos (multivitamin). On an unknown date, the patient started ultram at an unspecified dose and frequency. On an unknown date, the patient started valium at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), nausea ("nausea"), headache ("headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse, eventually leading to the inability to have intercourse"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"), 5 months 20 days after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe, intermittent abdominal cramping/ severe lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), abdominal distension ("abdominal bloating"), breast inflammation ("breast inflammation"), malaise ("general malaise"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), loss of libido ("loss of libido"), insomnia ("insomnia"), constipation ("constipation"), breast pain ("mastalgia"), dizziness ("severe dizziness"), memory impairment ("forgetfulness"), depression ("depression"), urinary incontinence ("urinary incontinence"), the first episode of irritability ("irritability"), abdominal pain ("abdominal pain") and the second episode of irritability ("irritability") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal chnges"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, arthralgia and abdominal pain was resolving and the genital haemorrhage, uterine haemorrhage, dysmenorrhoea, abdominal pain lower, uterine pain, menorrhagia, abdominal distension, breast inflammation, malaise, hyperhidrosis, hot flush, night sweats, mood swings, loss of libido, insomnia, constipation, breast pain, dizziness, memory impairment, nausea, headache, vaginal discharge, dyspareunia, depression, fatigue, weight increased, urinary incontinence, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, hormone level abnormal and the last episode of irritability outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, bladder disorder, breast inflammation, breast pain, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, hyperhidrosis, insomnia, loss of libido, malaise, memory impairment, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, urinary incontinence, urinary tract disorder, uterine haemorrhage, uterine pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of irritability and the second episode of irritability to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervisx, uterus and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received. Event irritability were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, even when not menstruating'), device breakage ('the device was removed with difficulty and a portion of the end broke off'), genital haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and uterine haemorrhage ('abnormal uterine bleeding') in a 31-year-old female patient who had essure (batch no. 5838287-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included opioids and valium. The patient's medical history included hospitalization nos, abdominal crampy pains and fibrosis. Previously administered products included for contraception: mirena iud from 2-aug-2013 to 20-jun-2014 and kariva from 2009 to 2012. Concurrent conditions included irritable bowel syndrome. Concomitant products included desogestrel;ethinylestradiol (kariva), fish oil, fluconazole (diflucan), magnesium citrate, oral contraceptive nos, vitamin b complex and vitamins nos (multivitamin). On an unknown date, the patient started valium at an unspecified dose and frequency. On an unknown date, the patient started opioids at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), nausea ("nausea"), headache ("headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse, eventually leading to the inability to have intercourse"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"), 5 months 20 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe, intermittent abdominal cramping/ severe lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), abdominal distension ("abdominal bloating"), breast inflammation ("breast inflammation"), malaise ("general malaise"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), loss of libido ("loss of libido"), insomnia ("insomnia"), constipation ("constipation"), breast pain ("mastalgia"), dizziness ("severe dizziness"), memory impairment ("forgetfulness"), depression ("depression"), urinary incontinence ("urinary incontinence"), the first episode of irritability ("irritability"), abdominal pain ("abdominal pain"), the second episode of irritability ("irritability") and complication of device removal ("device was removed with") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, arthralgia and abdominal pain was resolving and the device breakage, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, abdominal pain lower, uterine pain, menorrhagia, abdominal distension, breast inflammation, malaise, hyperhidrosis, hot flush, night sweats, mood swings, loss of libido, insomnia, constipation, breast pain, dizziness, memory impairment, nausea, headache, vaginal discharge, dyspareunia, depression, fatigue, weight increased, urinary incontinence, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, hormone level abnormal, the last episode of irritability and complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, bladder disorder, breast inflammation, breast pain, complication of device removal, constipation, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, hyperhidrosis, insomnia, loss of libido, malaise, memory impairment, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, urinary incontinence, urinary tract disorder, uterine haemorrhage, uterine pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of irritability and the second episode of irritability to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervisx, uterus and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Lot number [ 5838287 ] is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, even when not menstruating'), device breakage ('the device was removed with difficulty and a portion of the end broke off'), genital haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and uterine haemorrhage ('abnormal uterine bleeding') in a 31-year-old female patient who had essure (batch no. 5838287-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included opioids and valium. The patient's medical history included hospitalization nos, abdominal crampy pains and fibrosis. Previously administered products included for contraception: mirena iud from (B)(6) 2013 to (B)(6) 2014 and kariva from 2009 to 2012. Concurrent conditions included irritable bowel syndrome. Concomitant products included desogestrel;ethinylestradiol (kariva), fish oil, fluconazole (diflucan), magnesium citrate, oral contraceptive nos, vitamin b complex and vitamins nos (multivitamin). On an unknown date, the patient started valium at an unspecified dose and frequency. On an unknown date, the patient started opioids at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), nausea ("nausea"), headache ("headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse, eventually leading to the inability to have intercourse"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"), 5 months 20 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe, intermittent abdominal cramping/ severe lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), abdominal distension ("abdominal bloating"), breast inflammation ("breast inflammation"), malaise ("general malaise"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), loss of libido ("loss of libido"), insomnia ("insomnia"), constipation ("constipation"), breast pain ("mastalgia"), dizziness ("severe dizziness"), memory impairment ("forgetfulness"), depression ("depression"), urinary incontinence ("urinary incontinence"), the first episode of irritability ("irritability"), abdominal pain ("abdominal pain"), the second episode of irritability ("irritability") and complication of device removal ("device was removed with") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, arthralgia and abdominal pain was resolving and the device breakage, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, abdominal pain lower, uterine pain, menorrhagia, abdominal distension, breast inflammation, malaise, hyperhidrosis, hot flush, night sweats, mood swings, loss of libido, insomnia, constipation, breast pain, dizziness, memory impairment, nausea, headache, vaginal discharge, dyspareunia, depression, fatigue, weight increased, urinary incontinence, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, hormone level abnormal, the last episode of irritability and complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, bladder disorder, breast inflammation, breast pain, complication of device removal, constipation, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, hyperhidrosis, insomnia, loss of libido, malaise, memory impairment, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, urinary incontinence, urinary tract disorder, uterine haemorrhage, uterine pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of irritability and the second episode of irritability to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-oct-2020: mr received: reporter added ,medical history added, event device breakage added and made medically significant due to surgery and event complication of device removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe, intermittent abdominal cramping/ severe lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), abdominal distension ("abdominal bloating"), breast inflammation ("breast inflammation"), malaise ("general malaise"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), loss of libido ("loss of libido"), insomnia ("insomnia"), constipation ("constipation"), breast pain ("mastalgia"), dizziness ("severe dizziness"), memory impairment ("forgetfulness"), nausea ("nausea"), headache ("headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse, eventually leading to the inability to have intercourse"), depression ("depression"), fatigue ("chronic fatigue"), weight increased ("weight gain") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, abdominal distension, breast inflammation, malaise, hyperhidrosis, hot flush, night sweats, mood swings, loss of libido, insomnia, constipation, breast pain, dizziness, memory impairment, nausea, headache, vaginal discharge, dyspareunia, depression, fatigue, weight increased and urinary incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, breast inflammation, breast pain, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, hyperhidrosis, insomnia, loss of libido, malaise, memory impairment, menorrhagia, mood swings, nausea, night sweats, pelvic pain, urinary incontinence, uterine pain, vaginal discharge and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.